Manufacturer narrative:
This supplemental is being sent to add information previously ommitted. In addition, performance testing with blood was performed on the retain test strips the retain test strips failed the performance testing with blood and were found to be below range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 4/23/2015 and further evaluated by lifescan product analysis on 4/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition a secondary issue was noted; the meter was found to have a low/dead battery. A DHR (device history record) was completed on 5/5/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch ultramini meter displayed an ¿apply sample¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the problem with the meter started ¿two months¿ prior to contacting lfs, when she attempted to test her blood glucose levels and obtained the alleged error message. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her regular diabetes management regimen as a result of the message she obtained. She alleged, on ¿(B)(6) 2015 at 9:00 am¿, she developed symptoms of ¿thirsty.¿ the patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. The csr also noted that the patient was using the correct test steps. It was unknown whether the correct test strips were being used or whether the test strips completely drew in the blood sample. After the csr attempted to walk the patient through a retest, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.